Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion sets fell off during use events between (B)(6) 2024. The infusion sets were in use for 1 to 12 hours and patient resolved the all the events by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1887233 - MDR 3003442380-2024-08280 - device 9 of 12. (B)(6).